Manufacturer narrative:
Manufacturing review: based on the information available and the investigation performed, there is no indication that the product failed to meet its specification prior to shipment. The lot records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. The review shows that no remarkable incidents occurred during the manufacturing process. No relevant manufacturing process changes were implemented, that could have led to the event reported. Investigation summary: the investigation of the returned delivery system confirmed that the deployment system was in use and that the user could not deploy the stent graft. The delivery system outer sheath was found fractured at the proximal end which made a successful deployment impossible. The system was found with deformation indicating that excessive release force was present when the user tried to release the stent graft. An indication for a manufacturing related issue could not be found. A definite root cause for the reported event could not be determined. The reported indication represents an off label use of the device. Labeling review: in reviewing the relevant labeling for this product it was found that the instructions for use (IFU) sufficiently address the potential risks. The IFU states that 'prior to loading the vascular system over a guide wire, both ports must be flushed with sterile saline (...). Flushing these lumens will also facilitate stent graft deployment.' Regarding the anatomy of the placement site the IFU states: 'prior to stent graft deployment (...), ensure that the proximal stent graft end is positioned in a straight section of the lumen to reduce the risk of increased deployment forces and possible failure to deploy.' The reported biliary placement of the stent graft represents an off label use of the device. Based on the IFU supplied with this product, the device is indicated for use in the iliac and femoral arteries. The catalog number identified has not been cleared in the us, but is similar to the fluency plus endovascular stent graft products that are cleared in the us. The 510 k number and pro code for the fluency plus endovascular stent graft products are identified.

Event description:
It was reported that during a stent graft deployment procedure in the biliary track, the stent allegedly failed to deploy. Therefore, another device was used to complete procedure. There was no reported patient injury.